Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that occlusion alarms occurred. Customer's blood glucose was 550 mg/dl. Elevated blood glucose was addressed with a bolus via the pump. Customer was hospitalized for elevated blood glucose, was treated intravenously with saline, insulin, and magnesium phosphorous, and was released from the hospital two days later with the issue resolved and no permanent damage. Tandem technical support completed a system check with the customer but the root cause could not be determined. Customer reverted to multiple daily injections (mdi) for insulin therapy.